Event description:
The operator of a dimension vista instrument stated the instrument would hold sample racks inside the instrument without processing them. The customer also observed a delayed response on the instrument while running a stat sample. The operator observed the sample sitting in the processing tab as "not started." The sample was never switched to "processing." The sample was then found in the "completed" tab, but no results for the sample were transmitted to the lis. There are no known reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
Siemens healthcare diagnostics has identified the following two issues using dimension vista intelligent lab system software versions 3.6.1, 3.6.1_mu3p, and 3.6.1sp1. The first issue is that samples may stop processing without notification. The second issue, which can only occur on the dimension vista 1500 system, is unexpected results due to a timing issue that causes a reagent server to temporarily lose synchronization during the automatic removal of reagent cartridges from reagent server 2 to waste a container. In this scenario, incorrect reagent or no reagent delivery may occur. An urgent medical device correction (umdc) was sent to customers within the us in (B)(4) 2015 and an urgent field safety notice (ufsn) was sent to customers outside the united states in (B)(4) 2015. The umdc and ufsn are for the dimension vista 500 intelligent lab system and the dimension vista 1500 intelligent lab system and are entitled "information regarding vista software issues." The umdc/ufsn explain these issues and provide actions customers can take if they experience them. Siemens will be providing corrections for these issues in a future vista software version.